Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the event of the stylus problem with the display overlay. It was also concluded that the programmer had experienced errors in the past. The face plate had two missing screws and two loose screws.

Event description:
It was reported the pen could not be calibrated. No patient complications were reported as a result of this event.